Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. From the complaint verbatim it appears the barrel was damaged, possibly cracked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: this is the 1st complaint for lot # 9140777 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: diverter at the packaging process. It could have happened that a jam occurred at the diverter inducing damage to the barrel. No samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 5ml saline fill experienced syringe barrel or flange damaged/cracked/deformed. Product defect was noted during use. The following information was provided by the initial reporter: the patient was treated with intravenous indwelling needle, and the flush's barrel was ruptured while filling the indwelling catheter for the patient.